Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. During a pump system check, a cartridge air leak was detected. Reportedly, the customer changed pump supplies and continued to use the pump for insulin therapy.